Event description:
It was reported that during procedure, it was found that there was a low energy issue. The console also displayed error 52 (main panel failed to respond within designated time). The procedure was completed using the same device. There was no information available regarding patient outcome.

Manufacturer narrative:
The console was field service at the user's facility; it was checked that the console connection was normal and the screen power was normal. However, it was suspected that there was a potential problem with the display screen, and it was recommended to replace it. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history review (DHR) identified that this event occurred seven years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on all information available, the reported event was confirmed, as an expected or random component failure was identified without any design or manufacturing issue a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, it was found that there was a low energy issue. The console also displayed error 52 (main panel failed to respond within designated time). The procedure was completed using the same device. There was no information available regarding patient outcome.